Event description:
The device was returned to the service center with a report from the customer contact that the device door was broken. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was chipped and the door handle was broken.

Manufacturer narrative:
Testing and investigation found the device door roller was chipped. Also there was no damage on the door assembly and the door handle. However, it did not affect the functionality of the door assembly and door handle. The device was able to pass all pvt operation test within specification. The probable cause for the chipped door roller is used in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.